Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: analysis was unable to confirm the customer comments that the device would spontaneously turn off and that its settings would not hold. It was noted that the lower case and the serial number label were damaged. Analysis was unable to be completed due to the customer request that the device be returned unrepaired. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was turning off while in use. It was further reported that the biomedical engineer was unable to reproduce. The generator has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned for service.